Event description:
It was reported that during transportation of the pt via helicopter, the screen on the pump flashed on and off. Then, the pump stopped pumping. The problems with the pump started when the helicopter was put on auto pilot. Upon ;anding, the pt was transferred to another pump. There were no pt complications. The hosp is investigating if the problem is related to interference with the aircraft.